Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter showed significant twisting that may have affected infusion.

Event description:
It was reported that the pump for the first two weeks after implant had worked appropriately as the patient¿s pain was low. However, the patient had visited the health care provider multiple times between october 2012 and (B)(6) 2013 regarding increased pain. This patient did have chronic pain in their legs and back. The pump was reported to have stopped working. The routine scheduled refill was to occur and on (B)(6) 2013 17 cc was drawn from the pump. This was not expected as it was reported that the pump should have delivered the 20cc over the past five month period. An x-ray was done and revealed that the pump rotated inside the abdomen, was free floating, not fixed down and related to placement. The pump was seen moving with the patient's breathing and also moved when dressing. The catheter had spiraled approximately 10-20 times and was blocked by twisting. The pump was interrogated and reported to be functioning as the logs indicated no issues. A magnetic resonance imaging (MRI) scan had been performed, however, the reason was not provided. It was later reported that a revision occurred and there was a partial replacement of the catheter. It was verified that the catheter was curled like an old telephone cord from the pocket to spine side of the catheter. The catheter was reported to have kinked and was broke related to the distal and proximal segments. This device system was used to deliver infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.